Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. A complete lead was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, out of range pacing impedance was noted on the right ventricular (rv) lead after an attempt to implant in rv septum, and measurement could not be continued even after changing the cable. Lead abnormality was suspected. The lead was not sued and replaced. The replaced lead showed satisfactory parameters. The patient did not experience any adverse consequences.